Event description:
It was reported the lead monitor polarity switch had occurred due to low impedance. Programming changes were discussed. Lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.